Event description:
A report was received that a patient had received a burn from her charger while charging. The patient reports that she was only burned one time and did not seek medical attention for the burn. The burn was the same shape and size as the ipg. The symptoms of the burn included redness and small blister on the upper left corner of the burn area. The patient reports that she did fall asleep while charging. Device labeling warns against charging while sleeping, as it may result in a burn. The burn has healed and the patient was provided with a new charger. The patient is reportedly doing well.